Manufacturer narrative:
Corrected information has been provided in d1 brand name. Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the cannula kink was an adverse event related to the anatomy of the patient, with the patient noted to have a short aortic root. The cause of the pump being unable to be positioned was an adverse event related to the anatomy of the patient, with the patient noted to have a short aortic root. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical review/rationale: an impella cp was attempted via right femoral artery in a 46 year old female for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. It was reported the patient had a very short aortic root. During the procedure, while attempting to position the catheter, the cannula kinked about 1cm from the outlet. The cp was explanted and a second impella cp inserted via left femoral artery to successfully provide support. That same day, care was withdrawn and the patient expired. The positioning issue and product damage will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support. The death will be conservatively reported to the impella cp; however, the device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition as they presented with scai shock stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.